Event description:
It was reported that stent damage occurred. The 82% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. Following pre-dilatation of a 2.0x15 mm non-boston scientific balloon catheter, a 3.00 x 20mm synergy xd drug-eluting stent was selected for treatment. During unpacking, it was noted that the strut was kinked. The procedure was completed with a non-boston scientific stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with struts on the mid-section lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 82% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. Following pre-dilatation of a 2.0x15 mm non-boston scientific balloon catheter, a 3.00 x 20mm synergy xd drug-eluting stent was selected for treatment. During unpacking, it was noted that the strut was kinked. The procedure was completed with a non-boston scientific stent. No patient complications were reported.